Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
While priming an hls set for patient use the venous pressure would read only dashes and could not be zeroed. They were advised to make sure the integrated sensor cable was properly seated, and then to reboot the system. The problem persisted. They were then advised to prime a new hls set. The customer made the decision not to change out the hls set prior to initiating ecls. They modified the hls circuit by adding a connector with ll on the venous side to be able to manually read venous line pressures. Ecls-extra corporeal lung support. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested additional information but no further information could be provided. The customer was not able to provide any information regarding the complained product. Maquet cardiopulmonary (B)(4) is not able to review similar complaints because the identity of the product is unknown and no further information could be provided by the hospital. Based on this a confirmation of the failure is not possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). Additional information received on 02/11/2016: the issue turned out to be a non-issue. We used the system and things worked out okay. Our only problem was that the circuit was primed earlier in the day, correctly zeroed while dry, and then turned off after it was decided that we would not need it. We were called back later that day and was told we were indeed going to put the patient on ECMO. Because the circuit was turned off from earlier, it would not accurately zero again when powered up, because it was now full of fluid. The zero function didn't work well at all at this point. We figured out a fix, (spliced in a pressure display line to a separate monitor), and went with it. I do not have the details that you want (lot #, serial #, ect..) We used the device for several days, and took the patient off support over the weekend." (B)(4).